Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers were not provided. Any omitted information was not available at the time of initial report. Written correspondence will be sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Iop elevation and decreased vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that on postoperative day four (4) following an uncomplicated cataract and istent surgery, the patient presented with hazy vision. The patient's intraocular pressure (iop) was elevated at 60 mm hg. The surgeon "burped the wound" and the pressure decreased to the teens. Over the course of the next few days, the pressure started to increase. The surgeon "burped the wound" again on postoperative day seven (7) with a subsequent pressure decrease; however, the pressure again began to increase while the patient was still in the office. Clinical follow-up was requested and on (B)(6) 2017 the following additional details were provided. The patient remained with high iop, but visual acuity improved to 20/20. The istent was visualized in good position with the snorkel unobscured. The patient is being treated with medication. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the patient¿s iop had been in the 20 to 30 range prior to surgery on maximum medications. The glaukos medical monitor and surgeon discussed treatment options including an oral medication or another procedure if the iop elevation persists as the patient¿s trabecular outflow pathway may not be adequate in lowering the iop to the target level. Additional information will be requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Corneal edema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4)

Event description:
Clinical follow-up was received on 09/27/2017 and the surgeon reported the following details. At the onset of the postoperative iop increase, the patient was on glaucoma medications. Istalol, diamox, and simbrinza were added to the medication regimen following the iop increase. The surgeon reported that the iop increase resulted in corneal edema, and that refractory glaucoma may be a possible cause of the iop increase. The patient's iop at the last visit had improved to 40 mm hg from an initial postoperative iop of 60 mm hg.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was received from the surgeon on 10/10/2017 who reported that the patient's iop was 45 mm hg and a trabeculectomy was performed. The patient is currently recovering from the trabeculectomy and iop has improved to 10 mm hg.